Event description:
On (B)(6) 2014, the site mammography manager reported the patient said she felt a shock during the 4th exposure. The patient grabbed her ear which was very red the patient described as being "hot" (language barrier). The patient was examined by a doctor and nurse at the site. The patient's heart rate and blood pressure was elevated. The system was taken out of service and checked by hologic field engineer. No problem was found with the system. The site then continued to use the system without incident on other patients. The same patient returned on (B)(6) 2014, to complete the 4th view and the same incident occurred. The technologist asked if the patient had any physical condition that could be playing a part. It was reported patient was receiving injections for "nerves" in her left hand. Thinking this may be due to a cervical spine nerve impingement, the technologist positioned the patient so she was not turning her head so far to the left. The 4th view was completed without incident.

Manufacturer narrative:
On (B)(4), system was evaluated by an hologic field engineer. Nothing was found wrong with the system. The system was put back in service and used on other patients without incident. On (B)(6) 2014 the same patient returned to complete her mammogram and the problem reoccurred. When the technologist questions the patient about any preexisting condition that may be playing a part, it was reported that the patient was being treated (injections) for "nerves" in her left hand. The technologist felt the issue was probably caused by a preexisting cervical spine nerve impingement, so she changed how the patient was positioned (not turning the patient's head to the left as much) and was able to complete the mammogram without incident. The system was once again evaluated by the hologic field engineer and found no problem with the system. The system continues to be used on other patients with no problems reported. Hologic can only conclude the two incidents were caused by the patient's preexisting condition.